Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0508: faint beeping a090501: unable to take 2d scan d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02002: power supply g02008: software h3, h6: the system was serviced in the field. The issue could not be reproduced. The rep found voltage on the power supply 1 (ps1) to be at 5.02 volts of direct current (vdc) and adjusted to 5.15vdc. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the equipment was set up around the patient and on the 2d screen on the pendant, but then when they went to initiate a scout shot nothing would happen. They heard a faint beeping sound but could not tell where it was coming from. They rebooted the system, and the issue resolved. It was noted that this was the second time this issue had occurred. It was also mentioned that the site does not try to move or drive the system while it is booting up. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.